Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had missing segments/partial display. The customer's blood glucose level was unknown at the time of the incident. Customer stated that there is a solid line in the middle of insulin pump's screen below the time. Troubleshooting for partial display found insulin pump was not dropped/bumped and that insulin pump has recommended battery. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed functional testing including rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No missing segment or partial display and solid line anomaly noted during our testing. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.